Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending (lad) artery. After a 6f non-bsc guide catheter was advanced, a marvel guide wire was advanced without difficulty. Predilation was performed using a 1.5mm balloon catheter and a 2.5mm balloon catheter. A 3.00x32mm promus element¿ plus drug-eluting stent as selected but could not advanced. When the device was removed, it was noted that the stent was damaged. The procedure was completed with a 3.0x32 promus element¿ plus drug-eluting stent. No patient complications were reported.